Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced an adhesive event where infusion set fell off during use. No further information was available.